Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, external ram crc error, unexpected restart, motor error alarm, weak battery and failed battery test from the insulin pump. The customer's blood glucose reading was 514 mg/dl. The customer treated with an mdi. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there were no motor position encoder errors in the alarm history. The customer stated that he did not receive frequent failed battery tests. The customer was advised to monitor the pump.